Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported problem of "f-27" was confirmed, but not reproduced. The root cause of the reported condition was undetermined by service. The customer's reported problem was confirmed based on the service data at the time of completion. A follow-up report will be filed if any additional details become available.

Event description:
The facility representative contacted a technical service representative to report a flogard infusion pump with failure code f-27; this condition had the potential to interrupt delivery. This condition was found in the intensive care unit. It is unknown when this event occurred. There was no patient involved, reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. Additional information: baxter will continue to monitor similar reports to determine if further actions are required.